Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling and the screen was freezing. It was also found the insulin pump alarmed failed battery test when the battery was replaced. Customer also reported the battery icon was empty when there was a battery inside the insulin pump. Customer's blood glucose was 200 mg/dl. The customer stated the insulin pump was exposed to moisture from the rain prior to the keypad anomaly. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No freezing screen was noted. The pump powered up properly. No failed battery test alarm was noted during testing. All operating currents were within specification. The pump passed the displacement and self tests. No scrolling numbers or unresponsive buttons noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. No moisture damage was noted on the electronic assembly and motor assembly. The pump had a cracked belt clip slot, minor scratches on the lcd window, a cracked case at the display window corners, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.